Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v536392, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported that her device was no longer working. No outcome was reported regarding this event. Indications for use noted as urinary dysfunction/sacral nerve stim. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.